Event description:
It was reported that, during a meniscus repair surgery, two (2) fast-fix 360 failed in the same way consecutively. After the fast-fix 360 t1 was deployed, the needle could not bounce back to deploy t2. The t1 was successfully removed from the patient using tweezers. The procedure was resumed using an equivalent s+n back-up. There was a delay of less than 30 minutes. No further complications were reported.

Manufacturer narrative:
H11: internal complaint reference number: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known risks with the device itself or with its use that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual evaluation showed the device was returned in original packaging with the batch number of the complaint on the label. The t1, t2, and suture were not returned. The needle assembly is severely bent. The actuator is past the tip of the needle. Bio debris is present. A functional evaluation showed the actuator will not cycle and remains stuck at the tip of the needle. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. An analysis of the customer provided image found that the outer box the device and the inner sterile package. The device is outside the packaging with no sutures or implants visible. During the investigation it was not possible to identify a definitive root cause; however, it was concluded that the potential causes for the reported event include (1) the application of unintended, inappropriate, or excessive force during device use, and (2) user failure to fully actuate the device during the implantation process. The risk management review confirmed that the reported failure is appropriately documented. The overall risk level is considered adequate. Therefore, no additional actions are deemed necessary at this time.